Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a threshold of 1.8v when assessed during the automatic threshold test. Autocapture was programmed on, and the clinic mentioned there have been occasional retry modes at 5v that created a challenging follow-up situation and the higher output changed the estimated remaining longevity of the device. A boston scientific technical consultant was contacted, and the consultant suggested programming a fixed output or varying the pulse width. This pacemaker remains in service. No adverse patient effects were reported.